Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. Customer was advised to remove battery and cleaned contacts, battery cap with a cotton swap and alcohol wipe. Customer was instructed to insert a new battery ban again failed battery test. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump had a constant failed battery test alarm after inserting battery due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to constant failed battery test alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.